Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose and dka. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was over 600 mg/dl. Caller stated that the customer's infusion set cannula was bent when it was removed. Caller also stated that the customer was dehydrated and the insulin pump alarmed no delivery. Nothing further was reported.